Manufacturer narrative:
(B)(4).

Event description:
It was reported "they put the catheter balloon on 4 aug and the balloon rupture on 6 aug". Another iab catheter was not inserted. The customer did not disclose the patients current status.

Event description:
It was reported "they put the catheter balloon on 4 aug and the balloon rupture on 6 aug". Another iab catheter was not inserted. The customer did not disclose the patients current status.

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a clear bag. Upon return, the teflon sheath was noted on the iabc; liquid blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied 30cc driveline tubing was noted connected to the short driveline tubing; blood was noted in the tubing. The iabc bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0059in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syr inge was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; a leak was immediately detected from the iabc bladder membrane. Under microscopic inspection, abrasions were observed from approximately 20.7cm to 21.1cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 21.0cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5cm from the iabc distal tip, which is the location of the broken central lumen. Some blood and debris were noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 71.3cm from the iabc luer, which is the location of the broken central lumen. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the catheter for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. Additionally, the iabc bladder had a full thickness abrasion, which can cause blood to enter the helium pathway. Due to the combined damages and returned state of the device, it could not be confidently determined which occurred first or what initially caused blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of how the blood entered the helium pathway is undetermined. No further action required at this time. This will be monitored for any developing trends.